Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see updates: g3, g6 and h2. Technical services confirmed the customer was able to retest patient with correct ID. Technical services confirmed that customer scanned wrong patient ID by mistake. No treatment or delay in treatment was caused by this customer action. No furher action is required.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported their ID now instrument was scanning the wrong patient ID. Technical support confirmed with the customer that they would need to retest the patient in order to get the correct results for the correct patients. No further information was provided.